Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported external battery not holding a charge. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral external battery failed to hold charge. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The external battery was returned to resmed as the customer wanted it checked due concerns of a charging issue. The external battery was received by resmed and an evaluation was performed. Performance testing found that the external battery charged and it operated per specifications. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral external battery failed to hold charge. There was no patient injury reported as a result of this incident.